Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient developed a pneumothorax during the implant of this right ventricular (rv) lead. The lead was removed, and the procedure was postponed. The following day, surgical intervention was performed to implant a different rv lead. No additional adverse patient effects were reported. Lead return is not expected.